Manufacturer narrative:
(B)(4). Labeling indicates that: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Distributor contacted dexcom on 06/14/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. It was reported that the patient has been experiencing allergic reactions to the adhesive material of the sensor. Patient had tried changing the location on the sensor between sessions and had always had it placed on the abdomen. After a few hours, the patient would experience discomfort. In collaboration with medical personnel and it was decided that the patient would stop using the dexcom system for a few months. The date of consultation with medical personnel was not provided. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4)